Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) observed the fiber connected to the rear of the patient side cart (psc) was separated at the connector and the internal conductor wires were visible. The csr described possible damage to the psc connector. The procedure was converted to laparoscopy to avoid potential failure of the connection. Follow-up was performed with the robotics coordinator, and additional information was obtained. The customer confirmed that the issue was identified just prior to docking while ports were placed in the patient. The staff had noticed the cable was coming apart and wires were exposed. The system was still functioning but the staff decided to convert the procedure to avoid potential issues. The customer stated that the nurse had repositioned the cord when they noticed the damage. The customer was not aware of any pulling or catching of the cable that would have contributed to the damage. The staff had not noted any issues with the setup or damage prior to discovering the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The clinical sales representative (csr) was able to free the connector end of the fiber cable from the patient side cart (psc) fiber port. The customer was able to resume robotic cases the following day with a fiber cable borrowed from a nearby site. A new fiber cable was provided to the customer and it was suggested that they order an extra back up cable. The field service engineer (fse) inspected the fiber port on the psc and found no issues. The port successfully held the new cable. The system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints for this product. The review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to broken fiber cable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.